Manufacturer narrative:
Additional information: on april 20, 2020, mentor became aware that the patient experienced baker grade IV capsular contracture on the left side. Mentor also became aware of the device information of the impacted product. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with unspecified 490cc gel mentor smooth breast implants and experienced capsular contracture on the left side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.